Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt had effective stimulation coverage of her arm and her hand, however, the pt wanted stimulation in the neck. It was reported, the sjm representative met with the pt for reprogramming, but the neck stimulation was not achieved. Follow up identified the physician planned surgical intervention at a future date, and the lead may be repositioned.